Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg the cap of one tube is not pierceable and the needle broke. There was no report of patient impact.

Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg the cap of one tube is not pierceable and the needle broke. There was no report of patient impact.

Manufacturer narrative:
Investigation summary : bd received eight photos for investigation. The photo was evaluated and confirmed the customer¿s indicated failure mode; however, the smaller closure is not produced at the manufacturing site. Additionally, a total of 50 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: mixed product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.